Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The device was started in application, no problems found with double beeping. The customer's reported problem was unable to be duplicated. However, the downstream sensor will be replaced as a preventive measure. Service also replaced the scratched screen.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep no cassette alarm and had screen damage. No patient involvement.